Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 70 mg/dl at the time of the call. The customer stated that a loaner insulin pump was sent to them but experienced a motor error alarm with the replacement device as well. The customer changed the reservoirs on both devices and the issue was resolved. The customer would like to return the loaner insulin pump now that they resolved the motor error alarm on their original insulin pump. The customer agreed to return the used reservoir back for analysis.